Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 125 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. No add'l info was provided.